Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a primary anastomosis procedure, there was no issue with the device. The proximal and distal donuts were inspected and appeared completed. Two days later, when completing the ward round, there were feces in the drain. The patient was taken back to the theater. The surgeon completed three leak tests during this, and no air bubbles or leak points were identified. However, there was a small amount of feces in the abdomen on the retractor. The anastomosis was taken down, and a colostomy was done. Follow-up computed tomography (CT) scan showed no identifiable pelvic collection but has a wound infection. A negative pressure wound therapy system dressing was applied. The patient was fine and is recovering.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a primary anastomosis procedure, there was no issue with the device. The proximal and distal donuts were inspected and appeared completed. Two days later, when completing the ward round, there were feces in the drain. The patient was taken back to the theater. The surgeon completed three leak tests during this, and no air bubbles or leak points were identified. However, there was a small amount of feces in the abdomen on the retractor. The anastomosis was taken down, and a temporary colostomy was done. Follow-up computed tomography (CT) scan showed no identifiable pelvic collection but has a wound infection. A negative pressure wound therapy system dressing was applied. The patient was fine and is recovering.